Manufacturer narrative:
The reported complaint was confirmed. The investigation determined that the thermistors were not built per the specifications, where the drawing note requires the thermistor chip to be located within first 0.050 inches of the sleeve. Further investigation at the supplier determined that the chip location did not transfer from design to manufacturing at the supplier. Further investigation also identified improper supplier controls at the time to ensure that the part met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the customer: they put the bpm unit to thermostatic chamber and checked temperature measurement values. As you can see in below, the values were relatively high. (B)(6).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the temperature value measured by the blood parameter monitor (bpm) was indicated approximately three degrees celsius lower than a reference machine. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2016: in review of the complaint, the temperature variation seen between the shunt sensor and arterial and venous blood is per expectation and does not indicate an issue with the device. Temperature differences are seen and expected as the shunt is a distance away from the arterial and venous blood and the temperature does cool due to low flow rates in the shunt line and cold operating room temperatures. Some customers have noticed a difference in this temperature variation between the new software version (1.69) vs the previous 1.65 version, as the new software specification for temperature accuracy is better (tighter). The cases were completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
During the laboratory evaluation, for each blood parameter monitor (bpm) probe (arterial and venous), temperature is incorrect throughout operating range. The difference is wider toward the upper and lower ends of the specified range. For each bpm, temperature was monitored concurrently with a bpm from the laboratory platter. The product surveillance technician (pst) observed no additional issues through visual inspection. Temperature was monitored using a multimeter and a compatible temperature module. Each bpm probe was installed separately on the lab platter and placed on the water loop along with a lab platter bpm. Temperature was evaluated at five degree increments throughout the expected operating range (15 to 40 degrees celsius). Temperature observations were made approximately ten minutes after changing each setpoint.

Event description:
Additional information per the clinical review on (B)(4) 2016: during evaluation of the monitor in the manufacturer laboratory, it was determined this unit had a defective thermistor which does not accurately measure temperature and is slow to respond to temperature changes. This temperature issue can affect the accuracy of ph, partial pressure of carbon dioxide (pco2), partial pressure of oxygen (po2), and potassium (k+). Multiple attempts were made to gather additional information from subsidiary site in order to determine if other parameter accuracies were involved. No additional information has been provided.